Event description:
The clinician reports the implant was inserted 2021-09-29 in ada 8. On 2021-12-06, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.